Manufacturer narrative:
Concomitant products: 4568-45 lead, implanted (B)(6) 2000.

Event description:
It was reported that the right ventricular (rv) lead had noise. The lead was explanted and replaced. No patient complications have been reported as a result of this event.